Event description:
It was reported that the customer received a continuous glucose monitor error. There was no reported adverse impact to the customer. Reportedly, the customer continued to use the pump for insulin therapy.